Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation.

Event description:
On (B)(6) 2026, a patient reported experiencing skin irritation at the pod wear site while wearing a pod on the skin for an unknown duration of use. The patient sought medical attention on the same date and was evaluated by a doctor, who prescribed an ointment; the specific name of the ointment could not be recalled. The pod was worn during the medical visit. Blood glucose levels were not impacted, and no changes in blood glucose levels were reported.